Event description:
Customer reported that a bd pyxis anesthesia station es system unexpectedly shut down during a spinal surgery. The customer reported no delay to patient care; a secondary anesthesia station was moved into the operating room. Patient or user harm was not reported.

Manufacturer narrative:
Corrected information is included in the following sections: a1, b5, d1, d4, d5, g1, h6 annex c additional information is included in the following sections: h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2020 to 25- aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply was functional. The field service engineer disconnected the pyxibus cables and powered the station on completely. Subsequently, all connections on the drawer boards were reconnected, and the station was powered on to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Customer reported that a pyxis anesthesia station es system unexpectedly shut down during a spinal surgery. The customer reported no delay to patient care; a secondary anesthesia station was moved into the operating room. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A team lead engineer evaluated the device and reseated all cable connections to the station's drawer controller boards. The station's power was restored. Customer confirmed device was operational.

Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly shut down during a spinal surgery. The customer reported no delay to patient care; a secondary anesthesia station was moved into the operating room. Patient or user harm was not reported.